Event description:
It was reported that the patient was experiencing difficulty charging and inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.